Event description:
It was reported that the device was found to be in backup vvi mode. The device was successfully restored through a firmware download. The patient was asymptomatic and was in stable condition.